Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The plan was to continue monitoring the system. The device and lead remain in service. No adverse patient effects were reported.